Event description:
Tip of device broke off inside the pt. Pt was x-rayed to locate piece. Tip retrieved successfully but surgery delayed 40 minutes. No adverse consequences reported as result of event.